Event description:
Disposable loading unit was used with a instrument during a bowel resection procedure. The cartridge did not contain staples. The surgeon used another instrument to complete the procedure,